Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that post implantation the patient experienced pain, erosion, extrusion, infection, dyspareunia, vaginal scarring and urinary problems. As per plaintiff profile form the patient underwent mesh revisions on (B)(6) 2006, and (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of prior extruded mesh on (B)(6) 2006 by dr. (B)(6) due to foreign body in the anterior vaginal compartment. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that patient underwent excision of prior extruded mesh on (B)(6) 2006 by dr. (B)(6) due to foreign body in the anterior vaginal compartment.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2006 and mesh was implanted. The patient also underwent a surgical procedure on (B)(6) 2007 and monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.